Event description:
On 1/7/1999 the account reported a negative testpack human chorionic gonadotropin combo result on a serum sample. The quantitative result for the sample was 84 miu/ml. On 1/11/1999 another sample was drawn and a quantitative result of 60 miu/ml was obtained. The pt then had a dilatation and curettage.